Manufacturer narrative:
Please refer to the attached analysis report - attachment: [20200116 - file-2019-04174 - analysis_and_closure_report_resp-2020-00070.pdf].

Event description:
Reportedly, it was not possible to interrogate devices using the subject cpr3 head.

Event description:
Reportedly, it was not possible to interrogate devices using the subject cpr3 head.